Event description:
Information received indicates the bed will not go into trendelenburg.

Manufacturer narrative:
The technician found the head end trend linkage missing. The technician replaced the trend linkage to repair the bed.